Event description:
The tip of the ivus catheter broke off. Product had patient contact but no patient harm. A new catheter was opened to complete the procedure. Manufacturer response for visions digital ivus catheter pv .018, (brand not provided) (per site reporter). Product returned to manufacturer.